Manufacturer narrative:
This lead will not be available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing threshold. The physician decided to extract the lead using laser lead extraction. During the procedure, the right ventricular (rv) lead was damaged and the atrium was perforated. The physician repaired the atrium and new ra lead was implanted. The patient was stable after the event. Additional information obtained from the field representative indicates that this ra lead was kept by the hospital. No additional adverse patient effects were reported.